Event description:
The customer reported, the system's dose was out of tolerance. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dose was adjusted. The sys was then found to be operating as intended and within tolerance. This incident may have resulted in a possible accidental radiation occurrence.